Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-01359. It was reported that one of the patient's leads migrated and their other lead fracture. The patient has been in turn unable to enter MRI mode. The lead issues had been confirmed via x-ray. Surgical intervention may take place at a later date to address the issue. Additional information regarding this issue was received via medwatch report(mw5150123).

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. X-ray confirmed a lead was migrated and fractured. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.